Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2014 due to patella wear. The tibial bearing, patella and locking bar were removed and replaced.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2014 due to polyethylene wear. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿wear and/or deformation of articulating surfaces.¿